Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). Evaluation summary: according to the provided information, during removal of the microcatheter over the guide wire, resistance was met. It was noticed that the pipe component was detached from the extension wire. It is consequently presumed that the pipe was detached from the shaft due to inadvertently applied pulling force that was exceeding the products design limit. It could not be clarified on investigation, the relative position between the micro catheter and the combined system of the guide wire and the extension wire, as well as the guiding catheter that is reasonably presumed to have been used in this procedure, at the time when the micro catheter was removed from the guide wire system, because no detailed information on this point was provided. We could not determine which section of the micro catheter was grasped and how it was removed from the guide wire system. The cause of the resistance reported to be felt with the micro catheter could not be identified from the provided information. Evaluation of the returned device and the review of the production record revealed no anomaly with the adhesion between the shaft and the pipe of the extension wire. A review of the complaint handling database was performed and there were no other incidents reported with this part and lot combination. The warning section of the instruction for use (IFU) describes: if any resistance is felt when connecting or detaching the extension wire with the guide wire, stop the procedure at once. Otherwise, the extension wire or guide wire may be damaged, or the extension wire and guide wire may be detached. Separation failure after guide wire connection is listed as one of the possible complications and adverse events.

Event description:
It was reported that a miraclebros 6 was positioned in the chronic totally occluded lesion in the left anterior descending coronary artery. The extension wire was added. During removal of a non-abbott microcatheter over the guide wire, resistance was met and the extension wire separated in two pieces, outside of the body. One separated piece remained attached to the miraclebros. The extension was removed and replaced with another extension and the procedure was completed. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.